Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. The most probable cause of the remaining identified failures was not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the air/water tube and cylinder had foreign object. There was no patient involvement.